Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cable was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not take pictures in the lateral view, would make a tone but would have a black screen. No pt injury was reported.